Event description:
Patient had placement of intrathecal catheter and implantation of subcutaneous pain pump under fluoroscopy guidance with analysis, programming and filling of the pain pump. The procedure was uneventful and patient was discharged home in stable condition approximately 90 minutes after the procedure. His wife found him dead the next morning at home.====================== manufacturer response for implantable pain pump, synchromed iib 8840======================none yet - they would like to have the device returned to them for detailed testing however the coroner has not yet released it.